Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the coil delivery wire was seen to be kinked/bent. The main coil was returned detached /separated from the delivery wire, stretched, and kinked/bent. A functional test was unable to be performed as the coil was returned detached. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction could not be confirmed; however, the analysis results are consistent with the reported event. The reported main coil stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information indicated that the patient anatomy was severely tortuous and device was prepared per the dfu. During analysis the main coil was found to be prematurely detached/separated, kinked/bent and stretched. In the case of this complaint it is most likely that the coil got damaged during coil advancement against friction. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported event of coil in catheter friction and to the reported and analyzed event of the main coil stretch, coil delivery wire kinked/bent, main coil prematurely detached/separated during use, and the main coil kinked/bent.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) prematurely detached during the procedure. No clinical consequences were reported to the patient due to this event.